Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with missing screws and incorrect screws in back panel, drain valve missing, pump assembly was disassembled and just placed in bottom on enclosure, protective coating for air detector wire has minor tear due to normal wear and tear, cracks in return tube, air detector has screw rattling around on the inside. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customers reported problem was duplicated. The investigation found that the device had corrosion inside the water tank and minor tear on the protective coating of the air detector wire. Most probable cause is improper solutions being used in water tank, and normal wear and tear on protective coating of air detector wire. For corrective action the device was reassembled, filled with water and the water tank vacuumed. Checked protective coating on wires and no bare wires were showing. The root cause of the reported problem is unknown. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that the unit was corroded on the inside. There is some wire damage by the air detector that goes into the main pump assembly. The customer noted there is a loose wire inside the unit. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.